Manufacturer narrative:
Additional information received: it was clarified the aortic neck length was 6-10mm. The right renal artery was the lowest renal and due to the neck angle, the graft was not able to conform to the angle thus losing wall apposition on the greater curve below the left renal artery. The infrarenal neck angulation was reported to be within the IFU. The type ia endoleak was visualized on angiogram post graft deployment and post endoanchors placement. Five endoanchors were used but only one successfully attached the graft to the aortic neck. Endoanchors on the left side did not adhere the graft to aortic wall but penetrated the graft material. On the lesser curve below the right renal, 1 anchor did penetrate the graft and wall. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 77mm abdominal aortic aneurysm.the patient had a short, angled neck. It was noted that the length of the proximal aortic neck at implant was approx. 6-16mm and proximal aortic neck diameter was noted as 29mm, both the left and right common iliac arteries had moderate vessel calcification. It was reported during the index procedure, esbf3614c103e was placed in the short angled neck. CT imaging revealed a type ia endoleak. Endoanchors were implanted but failed to resolve the endoleak. Per the physician the cause of the type ia endoleak is anatomy related due to short angled neck. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.